Event description:
Patient presented to the physician with tethering from the stimulation lead and swelling causing them pain. Physician brought the patient into the or and removed the entire inspire system.